Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was powered off and users experienced a black screen on the ahc station, requiring a power cycle from the back/wall to restore functionality. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powering off. A technical support specialist (tss) launched the control panel and accessed the windows update section to review the device status. The tss confirmed that there were no pending updates on the device and that the system was up to date. The system functioned as intended after technical support specialist troubleshot the device.